Event description:
It was reported that the patient experienced rising blood glucose after a supply change and repeated wetness in the cartridge slot, with confirmed leaking upon pump rewind, and the patient later registered a high glucose of 336 mg/dl before disconnecting and administering a manual subcutaneous insulin injection; replacements for the cartridge and connector were arranged, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and correction with an insulin pen, followed by improvement of blood glucose to 116 mg/dl. Investigation included guided troubleshooting, pump disconnection, rewind testing to assess for leakage, and a full supply change with subsequent site-only change instruction. Investigation of this case revealed evidence of leakage at the cartridge-connector interface consistent with a connector or cartridge sealing issue, which correlated with insulin delivery interruption and high glucose. It was concluded, based on previously established findings for similar reports, that the cause was a component sealing or connection issue leading to insulin leakage and under-delivery.